Manufacturer narrative:
Please disregard the following statement ¿withdrawal difficulty associated with balloon burst is currently addressed in a product risk assessment (pra). A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. This trend will continue to be monitored¿ which was inadvertently added to this report and does not correspond to this event.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), upon removal it was observed that the axela sheath was damaged. Engineering review of the images provided revealed that the sheath shaft had separated from the hub. At the beginning of the tf tavr procedure, there were difficulties while crossing the native aortic annulus with a 26mm sapien 3 ultra valve. The delivery system was pulled back into the descending aorta and unsuccessful attempts were made to perform bav with 2 different balloons (23mm bav and 25mm bav) from the contralateral side.  It was decided to remove the delivery system and valve. A femoral artery injury occurred during the withdrawal maneuvers and the valve was stuck into the sheath. A vascular surgery was performed to retrieve the system.  The sheath was damaged from the withdrawal difficulties.  The procedure was aborted and the patient was doing well. The devices are not available for investigation.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-01228. The axela sheath was not returned to edwards lifesciences for evaluation.  A review of imagery provided by the site shows the device after the procedure and noted that the outer jacket is bunched between the distal tip and insertion marker (near the distal flap) and the sheath shaft is separated from the housing.  During manufacturing, the sheath is both visually inspected and tested several times throughout the process which includes: bonds, assembly, flaring, sheath shaft inspection, final inspection, and product verification (pv) testing.  These inspections and testing indicate that the axela sheath has sufficient inspections in place to identify potential manufacturing defects related to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.   A review of complaint history from april 2018 to march 2019 for the edwards axela sheath (model 9630es14 and 9630es14a) revealed other similar returned complaints that were confirmed, however, no manufacture non-conformances were identified during the evaluation.  A review of complaint history revealed no manufacturing non-conformance's but did identify complaints with associated adverse events.  Withdrawal difficulty associated with balloon burst is currently addressed in a product risk assessment (pra). A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. This trend will continue to be monitored. The complaints for outer jacket bunching and sheath housing separation were confirmed. A review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing non-conformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. A potential root cause for the outer jacket bunching has been identified. During manufacturing, surgical grade silicone is injected into the seals of the sheath housing after final inspection, and the sheaths are then processed through packaging and shipped to sterilization. It is likely that silicone migration contributed to the complaint event related to outer jacket bunching. Following silicone application into the hub seals of the complaint device, the silicone likely migrated down the sheath shaft and into the area between the sheath shaft layers. This allowed the outer jacket to slide freely over the inner member and fold over itself into an accordion-like shape. While silicone migration is not considered a manufacturing non-conformance, additional investigation activities are being performed associated with the risk of silicone migration and silicone presence between sheath layers. In addition, a CAPA has also been initiated for further investigation on outer jacket bunching. The complaint states ¿that the valve got stuck in the sheath when the delivery system and valve were being withdrawn¿. Excessive manipulation applied to overcome the resistance experienced most likely led to the sheath housing separation. However, the exact root cause was unable to be determined at this time and multiple factors may have contributed to the complaint. A pra has been initiated to assess product and clinical risk related to this event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no product non-conformance's or labeling/IFU deficiencies were identified, a product risk assessment escalation, and corrective/preventive action is not required at this time.